Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir herniated and due to this, a surgical procedure was performed to replace the reservoir. There were no patient complications.